Event description:
Reporter indicated that a patient essentials kit was damaged when received. The box was reported to have been crushed to half of its size. The magnet cases were reported to be cracked and the user suspected that the internal magnets were also cracked as the magnets were reported to be unable to inhibit stimulation. Good faith attempts for device return have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.